Event description:
Boston scientific received information that a latitude red alert was received from this system due to two out of range shock impedance measurements. The pacing impedance measurements were reported to be stable. An issue with the device header was suspected due to subpectoral implant and the device being included in the advisory population. Header separation was not visible via x-ray or by physically inspecting the device once the pocket was reopened. The physician was able to reproduce transient impedance elevations prior to surgery by having the patient raise his arms and press his hands together, thus flexing the muscle. Once the pocket was opened, the physician manually flexed the header which was loose, heard an audible crack which was followed by noise on both the rate/sense and shock egms with rate/sense impedance measuring greater than 2000 ohms and shock impendance measuring greater than 200 ohms. The physician concluded that this was in fact a faulty header issue and implanted a new device without further incident. No adverse patient effects were reported.

Manufacturer narrative:
This product issue will be updated when evaluation of the device is complete.

Event description:
--

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires were verified to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.